Event description:
Per the clinic, the device was explanted (date not reported) due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the patient identifier is (B)(6), not (B)(6) as previously reported. Per the clinic, the infection was located around the implant site. Subsequently, the patient underwent a fluid drainage procedure through the suture line and skin revision surgery to elevated the skin flap to clear the infection. Device analysis report attached.